Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Healthcare professional reported right side "contracture," baker grade iii, "thin liquid blade," and ripple. Treatment with montelucast was given. The device remains implanted.